Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump alarmed indicating that there was not enough insulin in the pump. Reportedly, the customer declined troubleshooting with tandem's technical support. The contact reported a blood glucose level of 105 mg/dl.